Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 685784) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, iron deficiency, ovarian cyst, rosacea, cesarean section, fibrocystic breast disease, menses irregular, vomiting, hirsutism and menopausal. Concomitant products included ethinylestradiol;norgestimate (sprintec) and mometasone furoate (flonase). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced mood altered ("hormonal changes describe: mood changes, hot flashes"), hot flush ("hormonal changes describe: mood changes, hot flashes"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue") and nervous system disorder ("nuero condition/problem") and was found to have neoplasm ("tumors"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, back pain, iron deficiency anaemia, urinary tract infection, fatigue, mood altered, nervous system disorder, neoplasm, weight increased, hot flush, vaginal discharge, alopecia and mood swings outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, iron deficiency anaemia, menorrhagia, mood altered, mood swings, neoplasm, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Lot number: 685784. Manufacture date: 2009-10. Expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc (product technical complaint). On 13-mar-2020: medical record received- reporter information and medical history were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/chronic") in an adult female patient who had essure inserted (lot no. 685784) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menopausal, hirsutism, vomiting, menses irregular, fibrocystic breast disease, cesarean section, rosacea, ovarian cyst, iron deficiency and perineal pain. Concomitant products included flonase [mometasone furoate] and sprintec (ethinylestradiol;norgestimate). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012 she was found to have weight increased ("weight gain"). In (B)(6) 2015 she experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018 she experienced mood altered ("hormonal changes describe: mood changes, hot flashes"), hot flush ("hormonal changes describe: mood changes, hot flashes"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2018 she experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2019 she experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue") and nervous system disorder ("neuro condition/problem") and was found to have neoplasm ("tumors"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)).essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain was resolving and the heavy menstrual bleeding and vaginal haemorrhage had resolved. The outcomes for pelvic pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, back pain, iron deficiency anaemia, urinary tract infection, fatigue, mood altered, nervous system disorder, neoplasm, weight increased, hot flush, vaginal discharge, alopecia and mood swings were unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hot flush, iron deficiency anaemia, mood altered, mood swings, neoplasm, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per pif discrepancy noted). Date(s) of insertion: (B)(6) 2010 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.536 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: result: total bilateral occlusion. Lot number: 685784, manufacture date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/chronic") in an adult female patient who had essure inserted (lot no. 685784) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menopausal, hirsutism, vomiting, menses irregular, fibrocystic breast disease, cesarean section, rosacea, ovarian cyst, iron deficiency and perineal pain. Concomitant products included flonase [mometasone furoate] and sprintec (ethinylestradiol;norgestimate). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012 she was found to have weight increased ("weight gain"). In (B)(6) 2015 she experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018 she experienced mood altered ("hormonal changes describe: mood changes, hot flashes"), hot flush ("hormonal changes describe: mood changes, hot flashes"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2018 she experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2019 she experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue") and nervous system disorder ("nuero condition/problem") and was found to have neoplasm ("tumors"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the abdominal pain was resolving and the heavy menstrual bleeding and vaginal haemorrhage had resolved. The outcomes for pelvic pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, back pain, iron deficiency anaemia, urinary tract infection, fatigue, mood altered, nervous system disorder, neoplasm, weight increased, hot flush, vaginal discharge, alopecia and mood swings were unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hot flush, iron deficiency anaemia, mood altered, mood swings, neoplasm, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per pif discrepancy noted). Date(s) of insertion: (B)(6) 2010 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.536 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: result: total bilateral occlusion. Lot number: 685784. Manufacture date: 2009-10. Expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-apr-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 685784) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, iron deficiency, ovarian cyst, rosacea and cesarean section. Concomitant products included ethinylestradiol;norgestimate (sprintec) and mometasone furoate (flonase). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced mood altered ("hormonal changes describe: mood changes, hot flashes"), hot flush ("hormonal changes describe: mood changes, hot flashes"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue") and nervous system disorder ("nuero condition/problem") and was found to have neoplasm ("tumors"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, back pain, iron deficiency anaemia, urinary tract infection, fatigue, mood altered, nervous system disorder, neoplasm, weight increased, hot flush, vaginal discharge, alopecia and mood swings outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, iron deficiency anaemia, menorrhagia, mood altered, mood swings, neoplasm, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. Essure lot number and concomitant drug added. Reported added. We received a lot number for this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, iron deficiency, ovarian cyst, rosacea and cesarean section. Concomitant products included ethinylestradiol;norgestimate (sprintec). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced mood altered ("hormonal changes describe: mood changes, hot flashes"), hot flush ("hormonal changes describe: mood changes, hot flashes"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue") and nervous system disorder ("nuero condition/problem") and was found to have neoplasm ("tumors"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, dyspareunia, back pain, iron deficiency anaemia, urinary tract infection, fatigue, mood altered, nervous system disorder, neoplasm, weight increased, hot flush, vaginal discharge, alopecia and mood swings outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, iron deficiency anaemia, menorrhagia, mood altered, mood swings, neoplasm, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : new events, "hormonal changes describe: mood swings, hot flashes, abnormal bleeding (vaginal), dysmenorrhea (cramping), hair loss" were added. Outcome of events, "abdominal pain" were changed to recovering/resolving. Essure removal date was added. Outcome of events, "vaginal haemorrhage, menorrhagia" were changed to recovered/resolved. Patient's information was updated. New reporter contact information was added. Patient's demographics were added. Medical history was added. Concomitant medication was added. Lab data was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.